Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and performed cleaning of the reference tubing, and replaced multiple hardware, including the buffer syringe, reference electrode, buffer valves, and sample syringe. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event; however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their dxc 700 au clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. Quality control recovery was within specification. The customer did not provide demographics. The customer provided two (2) examples of the erroneous results.